Event description:
Pump was reported to overinfuse. On event date the pump was reported to be programmed to infuse an unknown solution at a rate of 25ml/hr. The pump reportedly delivered a full 1000ml from 11am-3pm. Attempts were made to obtain additional details regarding medication involved, specfic patient information, patient status, patient injury and medical intervention, but no contact has been made with the account regarding this report to date. No patient injury was reported on the note that accompanied the pump upon return of the pump for eval.